Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately 5 yrs postop the initial implant, this 60 y/p male patient had a revision based on left femur being loose. It was revised to a competitor¿s knee. Sales rep was at hospital and overheard a revision was being done and exactech implants were being removed. The rep managed to retrieve the implants to return. Patient was last known to be in stable condition following the event. Concomitant medical products: lgc tibial fit tray cem sz 5f / 4t (cat# 02-012-45-5040 / 04221143). Logic tibia ps mod insrt sz 5 11mm (cat# 02-012-35-5011).

Manufacturer narrative:
After further review of additional information received the following sections g4, g7, h2, h3 and h6 have been updated accordingly. (H3) the evaluation noted that revision reported was likely the result of an insufficient bond between the femoral component and the bone, which led to aseptic (non-infected) femoral loosening. The loosening may have led to instability and an increase in cement and bone particles in the joint space and resulted in prosthesis wear on the insert. The most probable root cause associated with the reported event of "loosening - femoral" is associated with weakened integration of the femoral component at the bone-implant interface due to loss of fibrous and/or bony tissue and leading to compromised anchorage of the device.